Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received excessive no delivery alarms, even after supply changes. Customer's blood glucose was 217 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.